Event description:
It was reported that customer experienced occlusion alarms, including alarm 2 and alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing from infusion site and cartridge, tighten connection, hold tubing and pigtail downward, and deliver test boluses while being informed that insulin on board would be affected; because alarms continued, customer was advised to replace supplies as needed and then resume insulin therapy.